Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). Device evaluation: the product testing could not be performed as the product was not returned as it remains implanted. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. The search revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was initially reported that surgeon had a patient from december who will be having a symphony explanted. Additional information was received, and it was learnt that the lens will be explanted from patient¿s left eye because of patient experiencing intolerance to the lens and requested to remove the lens. Patient is also experiencing halos, glare, unexpected visual symptoms and wants the lens to be replaced with monofocal lens. The explant is pending due to covid. There has been no patient injury, no surgical or medical intervention reported. No further information provided.